Event description:
Reportedly, during pt use, the screen turned blank and the ventilator would not turn on or off. No pt injury was reported in this case.

Manufacturer narrative:
Though requested, additional pt info was not provided.